Event description:
The user reported that the monitor would intermittently fail to display a signal. There was no harm to any pt. Tests disclosed a failure of the preamplifier printed circuit board assembly (590116). The specific cause of the failure has not been determined. The event is not occurring more frequently or with greater severity than is usual for the device.